Event description:
It was reported that a clearlink system continu-flo solution set leaked from the first port under the spike or chamber. This was observed during patient infusion with atezolizumab. The infusion had been running for fifteen minutes when the patient noticed their shirt was wet. As the nurse pinched off the tubing, it leaked onto her hands, forearm, and shirt. The patient was cleaned up, and the nurse washed herself off and changed into another scrub top. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Device manufacturer address 1: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.